Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges consumer was driving along on cruise ship and smashed into some steps and flipped over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges consumer was driving along on cruise ship and smashed into some steps and flipped over. Alleges while being used in reverse, it did not stop and crashed into the staircase railing causing it to flip over onto its occupant.

Manufacturer narrative:
The device was not returned for evaluation. No further information provided.

Event description:
Alleges consumer was driving along on cruise ship and smashed into some steps and flipped over. Alleges while being used in reverse, it did not stop and crashed into the staircase railing causing it to flip over onto its occupant.